Manufacturer narrative:
The customer found the red blood cell, rbc, bath was not seated properly. She reseated the rbc bath and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of 5 cc from the red blood cell, rbc, bath of a coulter lh 750 hematology analyzer while bleaching the baths. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.